Manufacturer narrative:
(B)(4). Concomitant products: guide wire: x-treme; guide catheter: hyperion; other: cokatte support catheter. (B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.50 x 15 xience alpine referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified 99% stenosed, de novo, distal and proximal right coronary artery, after pre-dilatation, a 2.5 x 15 mm xience alpine stent delivery system (sds) was advanced with resistance. Additional support was required, the sds successfully crossed the lesion and the stent was implanted without issue. After removal it was noted that the sds shaft was heavily kinked from the tortuous anatomy. A different 3.5 x 23 mm xience alpine stent was used and met resistance, but was successfully implanted. After removal the sds shaft was also heavily kinked from the tortuous anatomy. Additionally, it was reported that during removal of both sds after stent implantation there was resistance with the guide catheter. Each of the devices were removed separately from the guide catheter and the anatomy without any issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.